Manufacturer narrative:
The evaluation found the shaft is bent at the proximal end and the insulation is torn off from the distal end.

Event description:
Per medwatch report #(B)(4), and per our customer, during a thoracoscopic suture adjustment procedure, a piece of insulation was found from a previous thoracoscopy case and was found in the patient's chest. It was not recognized as insulation at first, so a search was done and the instrument was found in a repair bin. The piece of insulation retrieved from the patient matched the missing insulation on the instrument. No patient harm reported.